Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w version 2.9d unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with corroded battery tube, broken belt clip rails, minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.